Event description:
After completing a percutaneous coronary intervention, the physician was unable to remove the atw steerable guidewire from the vessel. Multiple attempts to remove the guidewire were unsuccessful; ultimately the guidewire distal tip broke and remained in the coronary. The physician indicated that the distal tip coil of the guidewire might have "hooked the myocardium". At last report, the pt was discharged without further incident.